Event description:
Smiths medical has been notified of an event of cuff deflation following insertion on two occasions with same pt. The device was pretested, per the instructions for use. This hospital has reported that when the pt had previously undergone an emergency tracheotomy, the ent surgeons noted that there appeared to be exposed bone and believe that this could have ruptured the cuff of the tubes after insertion. The pt was on humidified oxygen through the trach tube and was not requiring pressure support at the time.

Manufacturer narrative:
Smiths medical was notified of this event 10/02/2008, smiths medical (manufacturing site) was notified of this event 10/22/2008, and smiths medical was notified of this event 12/11/2008. Investigation of the complaint was limited, as the complaint samples were not available for analysis. Investigation was limited to the following sources of info: the product instruction for use leaflet. The complaint incident report form. Complaints history for this product. Two unopened comparative products from the same lot. Smiths medical's investigation stated that examination of the two unopened samples failed to find evidence of defect that could attribute to cuff deflation. A review of our complaints history confirmed this to be the first complaint for this product lot (lot size was 250 units). Though there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of a cuff inflation check carried out on 100% of this product line. It has been stated that the two event samples were tested prior to use and only became deflated following insertion. Based on that, and the report of the pt having tracheal bones protruding, we feel this event is due to the pt's anatomy and not a device malfunction.